Event description:
The customer reported that the system froze and locked up. System functionality was recovered after a reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopic functions pcb was evaluated and reseated. The 5 vdc power supply was also evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.